Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During pre-use check, the objective lens had black spot and it was blurry. This event occurred at the time to before use. There was no report of patient harm.

Manufacturer narrative:
G6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D8: was this device serviced by a third party? H4: device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during daily check. No harm was caused to the patient. Based on the reported events, it was speculated that the image fiber of the imaging system had broken due to aged deterioration (used for 2 years). The scope was repaired by the third party and returned to the hospital.

Manufacturer narrative:
Correction information: g6:follow up #2.